Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported via breast implant follow-up study (bifs) left side "firm and looks abnormal due to capsular contracture" baker grade iii. Patient later reported "hard knots or lumps surrounding the implant or in the armpit" and "moderate pain". Device was explanted and replaced.